Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to low blood glucose levels that caused esophagitis. The reported blood glucose reading was 48 mg/dl. The mother was unable to troubleshoot at the time of the call, and stated, she would call back. Nothing further was reported.